Event description:
It was reported that during a cholecystectomy procedure, the stopcock broke. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
H4. Info is unavailable; device was not returned for evaluation.